Event description:
Pt reported pump was alarming with "downstream occlusion" alarm. Pt advised they checked tubing and confirmed no kinks in tubing and nothing was clamped. Pt was in the process of changing cassette and was trying to prime the cassette when error showed on the screen. Pt tried 2 different cassettes and had the same alarm. Pt had tried the first cassette that gave the error on backup pump and had the same alarm. Rph advised pt to get a fresh cassette and tubing and to do a new mix all together and try to prime. Pt advised was able to prime and start pump when made a new cassette. Pt provided cassette lot number 21-7302-24 for both cassettes that gave error, expiration date is unknown. Pt did not provide serial number. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Unknown; did we replace device? Pump not replaced, cassette replaced; did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Pt: 4582. Device: 3273; 2591. Reference: mw5183008.